Manufacturer narrative:
The peritonitis occurred on an unreported date in (B)(6) of last year. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with cephalosporin, tienam, vancomycin and amikacin (doses, routes, frequencies and durations not reported). Pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was recovered from the event. It was not reported if dianeal therapy continued to be ongoing. No additional information is available.